Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, helix was disengaged from helical channel and there was a tip seal observation. (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, helix was disengaged from helical channel and there was a tip seal observation.

Event description:
It was reported that during lead implant, after multiple lead placement attempts the helix would not extend after 25-30 rotations, and would just "pop" out. The lead was not used. The helix on the replacement lead would not extend on the second placement attempt. It was further reported that after several attempts the helix would just "pop" out. The lead was not used. No patient complications have been reported as a result of this event.